Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Patient code: no code available (3191) used to capture device revision or replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of the medical records the patient was revised to address infection of his left total hip arthroplasty. Operative note reported fracture of the proximal femur intraoperative. There were 4 competitor cables placed around the proximal femur for fixation. Doi: (B)(6) 2004; dor: (B)(6) 2006; left hip.